Event description:
No additional information received.

Manufacturer narrative:
Investigation summary: photos received for investigation. Through visual inspection, barrel is cracked, incident is confirmed. Furthermore, a device history record review showed maintenance records related to the incident. Based on the teams investigation, possible root cause is associated with feeder roller. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that the bd ser plastipak 10ml ll 40x8 al syringe barrel cracked. The following information was provided by the initial reporter translated form portuguese to english: "reported case of adult emergencies, it was during the taking of blood cultures and in the middle of the sample taking there was a fracture of the syringe and opening of the same. Photos are taken but there is no batch of the material." Describe patient / (hcp) / user impact without information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.